Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-mar-2019 with the following findings: the audio bolus button cover was found to be detached and missing from the pump. The function of the bolus button could not be tested due to the missing cover. Unrelated to the complaint, investigation revealed a dim, discolored display..

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button did not work properly and was broken. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.